Manufacturer narrative:
Concomitant medical product: 310c29, tissue valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing of atrial fibrillation was noted on the right atrial (ra) lead on the current electrogram. The lead is programmed to max sensitivity setting. The lead remains in use. No patient complications have been reported as a result of this event.